Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they were able to give fluid through the feeding tube via a dale ace connector when the tubing end was placed in a sink but when trying to do this on the patient's tube, they were not able to flush the tubing. The have tried several ace connectors from their stock and all worked fine leading them to believe that there is an issue with the tube. There was no patient injury.

Manufacturer narrative:
Please note: section b5 has been updated to include additional information provided by the customer.

Event description:
The customer reported that they were able to give fluid through the feeding tube via a dale ace connector when the tubing end was placed in a sink but when trying to do this on the patient's tube, they were not able to flush the tubing. The have tried several ace connectors from their stock and all worked fine leading them to believe that there is an issue with the tube. There was no patient injury. Additional information provided by the customer stated that the nurses ended up using declogging medication (creon) which worked. The same issue occurred on (B)(6) 2020 and the same process was repeated. It's going okay now as her meds were ordered by mouth, which is how they were giving them prior to tube placement. She had water flushes ordered and that's when the tube would not flush. There had not been any medication put down the tube prior to the issue and the stylet was removed from the tube.

Manufacturer narrative:
Please note: section d4 has been updated to display the corrected item code of 8884711006 which has been provided by the customer. As a result, the UDI number was also updated to (B)(4).